Event description:
Pinhole in balloon was observed that prevented the completion of testing this ich stability unit. The components of this product represent components used in commercially released products. The internal lot# is 0101061480.

Manufacturer narrative:
Inspection of the product confirmed a balloon leak located approximately 1.6cm from the distal tip. The balloon distal leak was detected at 12 atms during compliance testing. The balloon external surface exhibited no evidence of mechanical surface abrasions. The leak site tear edge was uplifted, and there was a deformity and bulging of the balloon material observed. The internal surface showed no evidence of mechanical surface damage that may have initiated the leak. The balloon leak may have been initiated by external damage. It is possible the stent pierced or pinched the balloon material. This is evidenced by the uplifted tear edge and bulging of balloon material. There is no conclusive evidence, however, as to the exact cause of the leak.